Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead length was labelled incorrectly. It was noted that the lead was intended to be implanted in the right ventricle but could not be due to actual length. The ra lead remains in use. No patient complications have been reported as a result of this event.